Event description:
One year later during a routine angiographic follow-up, the previously implanted cypher stent in the rca was found fractured with three pieces showing aneurysms at the sites. The previously implanted cypher stent in the left circumflex had a minor aneurysm at the middle stent site with no fracture. The patient has undergone bypass surgery. The stent located in the rca site was removed from the target vessel. The patient was reported as able to return to his daily life without problems. This patient presented for elective treatment of 2-vessel disease. Percutaneous coronary intervention (pci) was performed on a 90% occluded lesion in the right coronary artery (rca) of 26mm in length in a 2.5mm vessel diameter. A 6f jr 4.0 guiding catheter was used for the rca, along with a whisper guide wire. The lesion was pre-dilated with a 2.0x20mm maverick balloon at 12 atmospheres (atm) before deploying one 2.5x33mm cypher select stent at 12 atm. Pci was then performed a 90% occluded lesion in the left circumflex of 23mm in length in a 3.0mm vessel diameter. This lesion was also pre-dilated with a 2.0x20mm maverick balloon at 12 atm before deploying one 3.0x28mm cypher select at 12 atm. Residual diameter stenosis was not known. Timi ii and iii flows were recorded for each lesion pre and post-procedure, respectively. Ivus was not done and it is unk if acts were monitored.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. The male patient with a history of hypertension underwent the implantation of two cypher select stents. Routine angiogram one year later revealed a stent fracture of the stents placed in the right coronary artery (rca) into three pieces. In addition, both stents had aneurysms at the stent site. The patient underwent coronary artery bypass grafting (CABG) surgery and the stent located in the right coronary artery was reportedly removed. The patient has returned to his normal lifestyle. Indication for the initial elective evaluation is unk. Target lesions were identified in the mid rca and the mid left circumflex branch (lcx). The length and diameter of the lesions are within the parameters noted in the indications for use. Both lesions were mild-moderately calcified and tortuous. The safety and effectiveness of the cypher select stent has not been established for use in this type of lesion. The rca was pre-dilated and the 2.5 x 33mm stent was deployed. The lcx was then pre-dilated and the 3.0 x 28mm stent was deployed. Ivus was not conducted. An independent film review was conducted which confirmed the stent fracture into three pieces (2 fracture locations) with significant displacement of the mid-segment and aneurysm formation at the proximal and distal segments in the right coronary artery. Review of the index procedure reveals the target lesion was a total occlusion of a relatively small vessel that did not appear to be calcified. There was moderate angulation present, but the degree of mobility could not be assessed due to the occlusion of the vessel. There is no mention of an aneurysm associated with the stented circumflex artery. No contributing factors were identified. Based on available information, there are lesion characteristics that may have contributed to the stent fracture. The stent that was surgically removed was not provided for analysis, nor were any results of testing (analysis of stent, tissue biopsy, etc) that may have occurred at the site. It is not possible to determine the cause of the aneurysms. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one to two products associated with same event that were reported under the following manufacturing numbers 9616099-2007-00145 and 9616099-2007-00146.